Manufacturer narrative:
The samples are analyzed from 2ml sample cups. Both levels of folate qc were within the customer's established ranges prior to and after the event. A routine system check was performed on (B)(4) 2011 passed within instrument specifications. A field service engineer (fse) performed a high sensitivity system check which passed within instrument specifications. A definitive root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erratic red blood cell folate (rbc) folate results generated by the access immunoassay system for three patients. Subsequent testing including dilution testing produced results that were reproducible. The results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.